Manufacturer narrative:
Physio-control received and evaluated the device and was able to verify the reported failure. Physio determined that the cause of the reported failure was due to a shorted transistor, designator q1 from the analog pcb assembly.the customer received a replacement device.

Event description:
The customer initially reported that the battery installed in their device was dead. A day after replacing the battery with a charged battery, the device would not power on again, indicating a dead battery. It is unknown if the device is causing the extremely quick power drain or if the battery would not function properly. There was no patient use associated with the reported failure.

Manufacturer narrative:
(B)(4). Physio-control has been unable to get in contact with the customer to determine the status of the device. The device has not been returned to physio-control for evaluation. The cause of the reported failure could not be determined.